Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate high voltage shocks due to noise on the discrimination channel. Secure sense configuration did not detect any more instances of noise. A week later, the patient received another inappropriate therapy for atrial arrhythmia with rapid ventricular response. The device had incorrectly defined the supraventricular tachycardia accelerated rhythm out of ventricular tachycardia zone into ventricular fibrillation zone. Programming changes and performing an x-ray were recommended. No further information is available.